Manufacturer narrative:
Reporting institution & address: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen will be replaced. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The touchscreen was returned for failure investigation. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure is not duplicated. There is no fault found on this returned touchscreen assembly.